Event description:
The patient had an ultrasound on (B)(6) for pain on their right side and after the ultrasound they were feeling vibrations. The ultrasound technician did not keep the machine 6 inches away from the patient¿s device. The vibrations were going down their leg, groin, and between their knees even with the device off. The patient had pain in the location behind them and laying in the bed on their side. This was noted to be the ¿normal route of travel¿ for the patient¿s programming. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), implanted: (B)(6), 2007, product type: recharger. Product ID: 3708360, serial# (B)(4), implanted: (B)(6), 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6), 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6), 2007, product type: programmer, patient. Product ID: 3998, lot# v012123, implanted: (B)(6), 2007, product type: lead. (B)(4).